Event description:
Baxter received a report that a 5 ml/hr infusor over infused during patient use. The total fill volume of 230 ml was infused over the course of 29 hours rather than 46 hours. This implies a 7.93 ml/hr flow rate, which is 159% of the expected flow rate. The device was filled with a solution of fluorouracil and saline with a fluorouracil concentration of 22 mg/ml. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Corrected data: the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.